Manufacturer narrative:
The lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the back haptic got stuck in the cartridge as the cartridge was being pulled out. Reportedly, the whole lens got stuck in the cartridge. No incision enlargement, no vitrectomy was performed, no sutures were used and no patient post-op injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 02/22/2018. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and the cartridge was observed correctly engaged into lower body of the pcb00 device. Visual inspection under the microscope showed residue of viscoelastic in the cartridge tip, tube and loading zone. Stress marks in both sides of the cartridge tube and tip were observed which are typically caused and/or may well appear by the pass of the intraocular lens (iol) through the cartridge. The iol was not returned. The customer's reported complaint could not be verified. There was no evidence to suggest that the complaint sample was affected by the manufacturing process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.